Manufacturer narrative:
(B)(4).the customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien was only authorized to update the software to the current level. The ventilator passed all testing.

Event description:
The customer reported that the 840 ventilator screen was erratic. It is unknown if the event occurred during patient use.